Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release no visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. The stent delivery system was flushed with saline (initial flush) prior to use and continuous flush was also set up and maintained throughout the clinical procedure. The rhv was opened sufficiently to allow advancement of the stent through without causing damage. The physician reported that there was no stent marker from the beginning. Per the precaution section in the dfu: 'carefully inspect the sterile package and neuroform atlas stent system prior to use to verify that neither has been damaged during shipment. Do not use kinked or damaged components'. It was reported that 'there was no marker on the stent during the advancing the relevant atlas with xt-17, and it may have prematurely deployed in the catheter. It was replaced with the same product and have completed the procedure without any problems. During the manufacturing process at the salt lake city facility, a total of 6 marker bands (mb) are crimped on to the stent per neuroform atlas stent crimping process (nv00002266). 3 of the marker band were crimped to the proximal (closed cell) end and 3 to the distal (open cell) end. If the marker bands were missing off the stent it would be impossible to load the stent into the sheath since that is what the delivery wire pulls on. The stent itself is inspected after marker bands have been placed on them, after it is cleaned, after it is loaded into the transfer tube as per atlas stent loading process((nv00041969), after it is loaded into the sheath, and where it is positioned in the sheath as per atlas stent system park and inspect procedure (nv00041970). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure while advancing the subject stent inside the microcatheter the physician found that there was no marker on the stent and which may have prematurely deployed inside the microcatheter. The physician removed the entire subject stent system from the patient's anatomy together with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure while advancing the subject stent inside the microcatheter the physician found that there was no marker on the stent and which may have prematurely deployed inside the microcatheter. The physician removed the entire subject stent system from the patient's anatomy together with the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.